Event description:
It was reported that water was leaking from the handpiece. It is unknown where it leaked from, but the device was possibly immersed. The customer stated that no other information is known. Both patient involvement and adverse consequences are unknown, but at this time there have been no known adverse consequences reported to the manufacturer.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. Based on the investigation details, the reported complaint was confirmed, and a sample was collected from the device. The device was cleaned and re-lubricated, and worn components replaced in the service process as preventative maintenance. The risk associated with this failure has been addressed. A potential cause to have created an event such as this may be contributed to cleaning and sterilization practices at the account. Any trends for this failure mode that require corrective action will be identified through complaint/MDR trending.